Manufacturer narrative:
The reported complaint was confirmed. The field service rep (fsr) removed the cooling valve and cleaned debris from the diaphragm hole that was preventing the valve to close properly. With the valve cleaned and preventative maintenance performed, the unit operated to manufacturer specifications and was returned to clinical use. No additional action will be taken at this time.

Event description:
The field service rep (fsr) reported that during preventative maintenance of the device, the cooler heater was not heating due to cooling valve not closing; which allowed water to flow in the large tank. Since the event occurred during preventative maintenance, there was no pt involvement.